Event description:
When the clinician tried to remove the stylet, the needle and stylet separated from each other. Blood leaked out the prn and sprayed blood all over. There was no exposure to mucous membranes as a result of the incident.

Manufacturer narrative:
The sample has been returned for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.